Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: the returned resolution 360 clip was analyzed, and a visual and microscopic inspection revealed that the device was returned without the clip assembly, with clear evidence of full deployment and a kinked control wire. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of clip difficult to release from catheter was confirmed. It was observed that the control wire was kinked, suggesting that the physician may have experienced difficulty during clip deployment, which led to the wire bending. Contributing factors could include the application of excessive force during deployment or the use of pliers to pull the control wire to facilitate clip release. Additionally, procedure-related factors such as angulation and technique may have further contributed to the difficulty encountered. Additionally, the reported code "handle break" will be concluded as "device problem excluded" since it returned in good conditions. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that the clip deployed and grasped tissue but would not release from the catheter. The handle was opened and closed, during which the spring dislodged and broke the handle. After further manipulation of the catheter, the clip eventually released, though it nearly detached from the tissue in the process. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that the clip deployed and grasped tissue but would not release from the catheter. The handle was opened and closed, during which the spring dislodged and broke the handle. After further manipulation of the catheter, the clip eventually released, though it nearly detached from the tissue in the process. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.